Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00095, 3005168196-2020-00096, 3005168196-2020-00097.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using a lantern delivery microcatheter (lantern), ruby coils and non-penumbra diagnostic catheter. During the procedure, the physician placed the diagnostic catheter and the lantern in the target vessel. While attempting to advance a ruby coil through the lantern, the physician experienced resistance and the ruby coil would not advance; therefore, it was removed. The physician then attempted to advance two additional ruby coils through the lantern, however, the same issue occurred. Therefore, the ruby coils were removed. The physician then removed the diagnostic catheter and lantern. The procedure was completed using additional ruby coils and a new lantern. There was no report of an adverse effect to the patient.